Event description:
It was reported that balloon rupture occurred. A 10/3.25 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient condition is good.